Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24600-0007 and lot# 22055748 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they noted tubing was leaking at the bottom of the drip chamber. There was a loss of approximately 23ml of fluid loss reported.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient if a device evaluation and/or device history review is completed, a supplemental report will be filed.